Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal (om) branch to mid left anterior descending (lad) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat lesion but failed to cross. Upon removal of the device, the proximal stent edge came into contact with the tip of the guide catheter and as a result, the stent dislodged from the balloon to the guide wire. The stent was then removed with a snare. The procedure was completed with a 2.5x16 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis on a snare and without the synergy stent delivery system (sds). A visual examination of the stent found the stent severely damaged with struts bunched and curled into a ball shape. The stent detachment most likely occurred when the stent came into contact the guide catheter during withdrawal attempts of the delivery catheter. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal (om) branch to mid left anterior descending (lad) artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat lesion but failed to cross. Upon removal of the device, the proximal stent edge came into contact with the tip of the guide catheter and as a result, the stent dislodged from the balloon to the guide wire. The stent was then removed with a snare. The procedure was completed with a 2.5x16 synergy stent. No patient complications were reported and the patient's status was good.